Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. A new lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. A new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.